Event description:
Dexcom was made aware on 05/13/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with itching, burning, rash, and redness under entire patch area which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The reaction was treated with unspecified hydrocortisone and antibiotics. Due diligence attempts to contact the patient for more information were unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 05/13/2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with itching, burning, rash, and redness under entire patch area which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The reaction was treated with unspecified hydrocortisone and antibiotics. Due diligence attempts to contact the patient for more information were unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).